Event description:
It was reported that the right atrial (ra) lead on interrogation showed oversensing and unstable atrial impedance. The patient alert sounded due to high atrial pacing impedance of greater than 2500 ohms. It was also noted that the lead had an apparent conductor fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor fractured. All conductors were distorted and both the distal and proximal conductors were cut and stretched. There was blood/body fluid (not obstructed) on all conductors, all insulators were breached cut, and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism and the lead was stretched and flexed. Visual analysis comments noted that due to the explant damage, it is unknown at this time where the fracture was located in vivo and where the anchor sleeve was located. (B)(4) partial lead in segments.